Event description:
Pt with second procedure to place plate & screws. Both procedures performed elsewhere. Pt states 1st plate fractured. Now presents to ed with severe neck pain. Stated felt plate break as she sat up in bed. Xray revealed broken plate. Pt to or for removal & placement of bore allograft.